Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a change in therapy. No stimulation was reported. The patient that they received the implant last friday and it was now showing that the implantable neurostimulator (ins) was low and stimulation turned off. The patient was told that it would like much longer. The patient said that they still had staples in and their follow-up appointment wasn't until next week. It was reported that the change in therapy/symptoms was sudden. Relevant medical history includes non-malignant pain.